Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a mini stroke. The patient underwent a pulsed field ablation procedure to treat atrial fibrillation. Following the procedure, it was reported that the patient experienced a transient ischemic attack (tia), which appeared to resolve on its own. The procedure was completed successfully, and no further information is available. The device used during the procedure was disposed of and is not expected to be returned, therefore the lot number is not available.